Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2014, the catheter was placed in the right radial artery of a 70 (B)(6) afebrile, oncology pt who was admitted with respiratory distress into the cctc. Within 12 hours the waveform was dampened and within 18 hours they no longer had a waveform and were unable to draw blood. As a result, the catheter was removed and a new radial catheter was inserted successfully. There was no delay in treatment and no pt death or complications reported. It was noted when the catheter was removed it exhibited an unusual hook or curvature.